Event description:
Dealer is stating that the batteries have swollen and trying to figure out what happened, broke the shroud. Chair has been inactive for the last 2 weeks, waiting for repairs. No other information provided.